Manufacturer narrative:
(B)(4). The devices were received. Investigation is not complete.the z number has not yet been received. The internal recall number is 2024168-01/7/11-001-r.

Manufacturer narrative:
On (B)(6), 2011, abbott vascular voluntarily recalled this pta torque device in the us due to this lot being processed through ethylene oxide (eto) sterilization with additional plastic material covering the pallet, which is not consistent with our validation packaging configuration for eto sterilization. Additionally, corrective and preventive action (CAPA) was initiated on (B)(6), 2011, to further investigate the additional material on the pallets during sterilization. All further investigation and any corrective actions will be documented in the CAPA. Product performance engineering will monitor the incident circumstances. (B)(4).

Event description:
Abbott vascular internally discovered that one lot was processed through ethylene oxide (eto) sterilization with additional plastic material covering the pallet, which is not consistent with our validated packaging configuration for eto sterilization. While the product was submitted to the full sterilization cycle and there are no other product performance concerns, abbott vascular has decided to recall the affected lot to insure that only the highest quality devices are available to customers and patients. This recall was initiated on (B)(6) 2011. Three (B)(6) customer accounts were immediately contacted via phone and sales representatives personally visited the accounts. Return goods notices were submitted for all units and all recalled units from us customers were reconciled at abbott vascular. (B)(6). As of (B)(6) 2011, status of returning products: (B)(6).